Event description:
MFR received a report from the consumer's family member alleging that consumer was walking across the grass when the wheel sunk into the ground. When consumer pushed the rollator, it allegedly folded up on consumer, causing consumer to fall and sustain numerous injuries.